Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File four of four for the same event.

Event description:
The tmj coordinator received tmj tracking cards indicating a revision surgery was conducted due to failed hardware and jaw pain. Upon follow up with the distributor associate, he reported there was concern that the fossa implant was a bit posterior and with the new implants, there was relocation as well as a change in size from the explanted one. He also reported the facility discarded the implants.